Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the subject meter was giving inaccurate results. The meter reportedly read "374 and 324 mg/dl" within 20 minutes of each other with the same approved sample source. Based on statistical methodology, the calculated difference of these glucose results meets lifescan's criteria for accuracy. There were no allegations of harm or injury. Replacement products were sent to the patient. This complaint was not a reportable malfunction based on customer service troubleshooting. Lifescan received the test strips involved with this complaint on (B)(4) 2011 and completed the device evaluation on (B)(4) 2011. Investigation did not confirm the alleged precision complaint; however, an unreported issue occurred during testing where an "error 4" message came up during control solution testing. This complaint is now being reported due to the failed testing.